Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a false elevated architect ldh when processing on the architect c4000 that repeated lower. Sid (B)(6) generated architect ldh of 704 u/l that was reported outside of the lab. The sample was repeated with architect ldh of 122 u/l (same architect) and 193 u/l (another architect). A corrected report was sent. The customer uses a normal ldh range of 125 to 220 u/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fsr) inspected the instrument and observed the tubing from the peristaltic pump to the wash nozzle was worn. Field service replaced the worn tubing, performed verification procedures, and returned the instrument to the customer. Replacement of the tubing, peristaltic head (rohs) resolved the issue. No additional discrepant result issues have been reported since part replacement. The instrument service history review showed no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A search for non-conformances was performed and there were no non-conformances related to the current complaint. Review of the clinical chemistry systems identified no similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. The architect c4000 erratic result rates are within acceptable limits with no trends identified. No adverse trend or systemic issue for the tubing, peristaltic head (rohs) was identified. The architect system operations manual and the architect c4000 service and support manual, provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the tubing, peristaltic head (rohs). No product deficiency was identified.